Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm noted during testing. The motor was tested outside of the device and passed. No obvious insulin odor noted. No moisture damage was found on the electronics assembly, motor, force sensor, or reservoir compartment during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 466 mg/dl. The customer declined troubleshoot for high blood glucose. Customer also reported that insulin pump had pump error alarm. Customer reports they were able to clear the alarm but self test was failed. The insulin pump will be returned for analysis.